Event description:
It was reported that the patient fell and subsequently had their left ventricular lead dislodged. Device interrogation revealed that the lead was not capturing. The lead was programmed off and was later explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.